Manufacturer narrative:
No products were sent back for investigation, however images were received. A complaint on the same lot, regarding the same product problem was received in november 2025, also from france. During production of this lot, a stop occurred due to problems with unwelded tips of the primary package. The root cause was found and corrected and production was resumed without opening a non-conformity since an evaluation was made that no products were affected. Since a complaint was received regarding unwelded tips on (B)(6) 2025, a non-conformity was open in order to investigate how the evaluation was made. An investigation was performed to determine if further defect products could be on the market. Based on the control periods, a maximum of 330 products (not including the number of products in the first complaint) could be affected and on the market. The risk class of an incomplete sterile barrier is 3 and the detection of this issue type is high, as the product will leak when the sachet is activated. The clinical risk to users is considered low. "Do not use if damaged" symbol is printed on single package, customer box and in the IFU. The issue has been communicated to the involved operator and the rest of the team to avoid similar instances. The conclusion is that this non-conformity does not need further evaluation and that the actions taken are sufficient. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Product problem occurred outside us, in france. Patient reports that the weld on the tip of the sterile packaging is open and that in a customer box containing 30 products, almost all were defective. The image received with the complaint shows that the weld at the catheter tip on the sterile package is missing. When the included water sachet is activated, the wetting solution leaks out. Lofric hydro-kit is a sterile single use urinary catheter. Each primary sterile package consists of a catheter, a water sachet (wetting solution bag) and a urine collection bag. The wetting solution bag is used to activate the hydrophilic catheter coating before use. The defective products were not used and the patient did not report any harm or health impact. Defective products were discarded by the patient.